Manufacturer narrative:
Additional information received by the local field representative indicated that the device functionality was not able to be confirmed. However, a replacement procedure has not been scheduled, as it hasn't been determined if the patient will be getting a replacement device. No additional information is available at this time. If additional information becomes available this report will be updated.

Event description:
Boston scientific received information that this implantable cardioverter defibrillator (ICD) could not be interrogated. Beep tones also could not be elicited when a magnet was placed. Following the review of a chest x-ray there was a concern about a dent in the can near the capacitors, but the x-ray was reviewed by a boston scientific engineer who thought the device appeared normal. No adverse patient effects were reported.